Manufacturer narrative:
(B)(4). Additional information requested and received: what symptoms did the patient have that prompted the surgeon to investigate and find the free air in the abdomen? Abdominal pain and distention how long after the primary procedure did the symptoms start? 2-3 days post-op. During the reoperation, what was found at site of leak (necrotic tissue, etc.)? Inflammation and a 1/2 cm opening at the anastomosis site. Where along staple line was the leak identified? Anterior aspect approx half way along the staple line. Were any staple formation issues identified? No. Was buttressing material utilized in the primary procedure? No if so, which product? N/a what was the product code of the stapler used in the primary procedure? Pcee60a if stapler code is unknown, can you confirm if the device was powered or manual? Powered was a leak test performed in the primary procedure? No if so, what was the result? N/a what is the current patient status? Discharged (B)(6) "2018"¿36 days post-op¿vs 7 day discharge on average.

Manufacturer narrative:
(B)(4) batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What symptoms did the patient have that prompted the surgeon to investigate and find the free air in the abdomen? How long after the primary procedure did the symptoms start? During the reoperation, what was found at site of leak (necrotic tissue, etc.)? Where along staple line was the leak identified? Were any staple formation issues identified? Was buttressing material utilized in the primary procedure? If so, which product? What was the product code of the stapler used in the primary procedure? If stapler code is unknown, can you confirm if the device was powered or manual? Was a leak test performed in the primary procedure? If so, what was the result? What is the current patient status?

Event description:
It was reported that after a whipple procedure, two weeks¿ post-op the patient presented with free air in the abdomen. A leak at the g-j site was suspected and confirmed on re-op. Resolution: nothing suspicious occurred at the time of surgery, so the case was completed per usual.